Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the bd insyte¿ autoguard¿ bc shielded IV catheter after removal of the needle. There was no report of injury or medical intervention.

Event description:
It was reported that blood leaked from the bd insyte¿ autoguard¿ bc shielded IV catheter after removal of the needle. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd brazil received 08 opened and unused samples. According to the visual analysis of the samples, it was possible to verify that there were 07 samples of insyte autoguard 20gx1.00 and 01 sample of insyte autoguard 20gx1,00 bc. DHR review: analysis of the packaging process of the product: as part of the investigation of this complaint, product packaging sequencing was analyzed and the following was verified: - lot 6328539 of insyte autoguard 20g x1,00 bc was packed in the r530-1 packaging machine on 25th and 26th november 2016, in the 1st shift. The lot previously packed in machine r530-1 on day 24 in the first shift, prior to lot 6328539 claimed was 6292283 of insyte autoguard 24gx0.75, being of yellow color, different from insyte autoguard bc in question has pink color. - none insyte autoguard 20g has been packaged in any of the packaging machines since 09/21/2016, ie 2 months before the claimed product has been packed. - the product insyte autoguard 20g x1,00 bc is an in bulk product that receives the assembled product from bd sandy to be packed in the bd plant in juiz de fora. In this case the batch of bulk product used was 6207965 which was received in juiz de fora on 11/18/2016, being totally used in lot: 6328539 of insyte autoguard 20gx1,00 bc. - all common insyte autoguard 20gx1.00 material at the juiz de fora plant was used until the end of september 2016 and was only used again in december 2016. In this way, it is believed to be very unlikely that the incident occurred in juiz de fora during the process of packaging the product. The claimed lot 6328539 of insyte autoguard bc 22gx1.00 was analyzed regarding incorrect product inside the unit packages and no records were evidenced that could lead to the incident in question. In addition, the line clearance of the claimed lot was properly performed as recorded in the claimed device history record. Investigation conclusion: bd was unable to verify the reported issue of mixed products as the returned products had a lack of objective evidence that a mix had occurred. Bd was unable to verify the report of blood leaks out of control plug. The customer purchased the product with the expectation of being insyte autoguard 20gx1.00¿ bc, it is possible he used a product insyte autoguard 20g x 1.00¿ and this device does not have the adapter that controls blood flow being thus unable to fulfill the expectation of controlling the blood flow. Root cause description: based on the investigations it was not possible to conclude that the cause of this incident occurred during the processes of manufacture and packaging of the product for the claimed lot. As a preventative measure, appropriate personnel have been notified of the reported issue. Rationale: a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Manufacturer narrative:
On 2018-10-08, additional information was received via email from the customer, stating the nurse involved received medical intervention. This supplemental emdr is meant to provide this updated information in the following fields: event attributed to: required intervention. It was reported that blood leaked from the bd insyte autoguard bc shielded IV catheter after removal of the needle. Additional information states that the patient's vein, "as it was said it was calibrated", ended up "literally 'sneezed' blood" on the nurse's arm as she kept two fingers on the patient's arm to help stem blood flow. The catheter was reported to then have been removed and the patient was punctured again with "the catheter that had the safety device and wiped out all the dirt". It was also reported that, because the patient was "performing a biopsy due to (B)(6) or (B)(6)", the nurse asked for an examination to see "if she was actually immunized", even though there was "no need of a more complex examination", as she "had already been immunized". The test was reported to have "confirmed the immunization", and no further tests were required. Relevant tests: blood tests. Medical device operator: health professional. Type of reportable events: serious injury.

Event description:
It was reported that blood leaked from the bd insyte autoguard bc shielded IV catheter after removal of the needle. Additional information states that the patient's vein, "as it was said it was calibrated", ended up "literally 'sneezed' blood" on the nurse's arm as she kept two fingers on the patient's arm to help stem blood flow. The catheter was reported to then have been removed and the patient was punctured again with "the catheter that had the safety device and wiped out all the dirt". It was also reported that, because the patient was "performing a biopsy due to hepatitis b or c", the nurse asked for an examination to see "if she was actually immunized", even though there was "no need of a more complex examination", as she "had already been immunized". The test was reported to have "confirmed the immunization", and no further tests were required.